Event description:
According to the director, staff was finishing up a hip fracture patient on an osi hana table. A staff nurse told me that the surgeon pulled out the perineal post then left the room because he was finished. A safety belt was not used for this case. Apparently, anesthesia personnel was waking the patient and no one was holding the patient, nor was the patient secured to the table. The patient woke suddenly and fell to the floor. The patient got bruised and a little banged up but no broken bones. The director and manager both blamed surgical staff for the incident. On monday, (B)(6), our sales representative spent 9 hours in-servicing staff on safety precautions with our table systems.

Manufacturer narrative:
It was noted that at time of this incident, our sales representative went to the facility to identify the issue. They found the hospital was not following protocol and left the patient unattended and not using the safety strap to secure the patient to the table. The hospital was retrained on (B)(6) on our table system to assure this is not repeated. The patient as noted by the hospital had minor bruises and bumps, no lacerations or broken bones were found.